Event description:
A hospital in (B)(6) reported to our distributor, that the restrictor from an rt127 infant breathing circuit had a loose connection with the infant swivel y-piece interface connection. This was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k020332. Method: five circuits were returned from the same batch. The restrictor was visually inspected for tightness of fit by connecting it to the swivel y-piece. Results: in each case the connection between the restrictor and the swivel was found to be loose. The sle restrictor is inserted into the breathing circuit during production to restrict flow when used with the sle ventilator. A lot check revealed that this is the only complaint we have received for this lot number. Conclusion: a moulding error created a slightly smaller sle restrictor, causing a loose connection with the infant swivel. All breathing circuits are pressure tested for leaks on the production line and those that fail are rejected. The rt127 circuits would have passed the leak test at the time of production. This suggests that the circuits were unlikely to have leaked during use. Servicing and testing of the moulding tool was undertaken on 3 oct 2008. All sle restrictors produced since then have been verified to be within specifications. (B)(4).